Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly. The motor and battery and tube assemblies found with traces of corrosion. The pump passed leak test. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. No unexpected vibration or beeping was noted. Pump was received with fading serial number label, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was exposed to moisture. The customer's blood glucose level was unknown at the time of the incident. The customer jumped into the water to bring the boat back to shore. The customer received a sudden vibration followed by a blank display. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.